Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the ¿white tip¿. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from august 12, 2021 - august 18, 2021. H10: the device was received for evaluation containing fluid in their bladder. Visual inspection revealed leak (backflow) at the fill port when the fill port cap was removed. The cause of the leak/backflow was due to a particle lodged under the checkband of the device. The particle was identified to be silicone material via fourier transform infrared spectroscopy (ftir) test. The reported condition was verified. The cause of the clear plastic particle under the checkband could not be determined; however, the most probable source of the material may have come from the fluid container in which the user used to fill the device without a filter. The product labeling (instruction for use, IFU) has recommendation that a filter should be used during fill. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.